Event description:
It was reported that the patient presented for an implant procedure. During the device preparation, it was noted that the pacemaker was in backup mode. The pacemaker was not used and replaced during procedure. There were no patient consequences.